Manufacturer narrative:
All patient information included. No additional information was provided. An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer reported a false elevated architect estradiol result for a patient. The customer reported that the patient sid (B)(6) generated an initial result of > 1000 pg/ml on the architect analyzer. The sample was repeated and generated a result of 3422 pg/ml, while the results from other platforms generated results that were less than the reference range. The patient was diagnosed with endometriosis and started on mifepristone for 1 month. There was no reported impact to patient management.